Event description:
During preventative maintenance of the device, the user reported the rubber bumper fell off. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.